Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment for a type ia endoleak in the patient for a 62.5mm abdominal aortic aneurysm. The patient also had a non mdt stent graft system previously implanted. It was reported that 7 endoanchors were implanted in the proximal main body. It was reported that the patient expired from an unknown cause approximately 30 months later. No additional clinical sequelae were reported.